Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, which resolved the issue, and the customer was advised to contact support again if the malfunction code recurred.